Event description:
A malfunction alarm, specifically alarm 26, was reported due to an occlusion issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction injection via multiple daily injections (mdi) as a corrective action. The customer declined further troubleshooting and was unable to resume insulin pump use, opting to rely on mdi instead. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.